Event description:
It was reported that the actual residual volume, 19.6ml, was greater than the expected residual volume, 8.5ml. They filled the pump with 20mls. Approximately 3 minutes post refill as they were then prepping to do a cap study, the patient passed out, had no pulse and had to be resuscitated. No programming was done and the cap study was not started yet. They were trying to determine the cause. The plan was to fill the pump with saline and run at minimum rate until an explant was performed. The pump was delivering fentanyl, hydromorphone and bupivacaine. Additional information has been requested, but was not available at the time of this report.

Event description:
Additional information: after the patient was immediately resuscitated, the hcp was able to withdraw 20 mls from the pump's reservoir. The hcp noted the fluid removed was clear with no pinkness/redness. The fluid was tested using a glucose strip to verify it was not csf (cerebrospinal fluid). Regarding determining the cause of the event, the pump had been interrogated, but not programmed, so there was no inadvertent programming of a bolus that could have occurred. As of the date of this report of additional information ((B)(6) 2012), the pump was empty; the patient was intubated in the hospital.

Event description:
Additional information: the patient's pump was replaced (B)(4) 2012. It was noted that the catheter was extremely kinked and twisted in the pump pocket. The health care provider replaced the intrathecal segment and the distal portion which attaches to the pump. The hcp was able to aspirate from the side port. It was noted that the hcp made increases to the pump while the patient was in recovery. The patient reported pain relief at a lower daily dose.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model#8709sc serial#(B)(4) implanted: (B)(6) 2010 explanted: unk; catheter segment model# 8596sc serial # (B)(4) implanted: (B)(6) 2011 explanted: unk; connector model#8590-9 serial# (B)(4) implanted: (B)(6) 2011 explanted: unk; refill kit model#8551; personal therapy manager model# 8835 serial #(B)(4).